Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a pocket hematoma. Nearly three weeks post-implant, the patient was hospitalized for surgical intervention to evacuate the pocket hematoma, and 200 cc of blood was removed. Intravenous antibiotics were administered during the hospitalization. No additional adverse patient effects were reported.